Manufacturer narrative:
Intuitive surgical inc (isi) followed up and obtained additional information: the tip cover was stuck in the trocar and was removed. Mcs instrument and accessory were inspected before use and nothing out of the ordinary was observed. The mcs instrument did not collide with other instruments during the surgical procedure. Confirmed that the tip cover was properly installed during the surgical procedure using an installation tool. The mcs instrument joint was aligned when it was removed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory repeatedly fell off from the mcs instrument several times and got stuck on the trocar. There was no visible damage to the sheath. The customer resolved the issue with replacing with a new tip cover accessory. The procedure was continued with no reported injury. Intuitive surgical inc (isi) followed up and obtained additional information: the tip cover was stuck in the trocar and was removed. The mcs instrument and accessory were inspected before use and nothing out of the ordinary was observed. The mcs instrument did not collide with other instruments during the surgical procedure. It was confirmed that the tip cover was properly installed during the surgical procedure using an installation tool. The mcs instrument joint was aligned when it was removed.